Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification. The customer's blood glucose level had been high. The customer disconnected from the pump and was using a non-tandem pump to manage diabetes. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the event.